Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced hematoma. During a farawatch procedure, a farawave was selected for use to treat an atrial fibrillation. The physician attempted to cross the septum with a non-boston scientific sheath and versacross rf wire, when he noted that the septum was challenging to navigate. The septum was visualized using a 2d ice catheter and fluoro. The rf energy was applied multiple times to cross the septum and was not successful. On the last attempt, the physician was able to cross the septum and gain left atrial access. The dilator was exchanged for the farawave catheter, and the physician proceeded with his ablation procedure using farapulse pfa. It was ablated the veins and used 48 pfa applications total. Once the ablation was done the cardiac imager was called in to help place the watchman device. Hence, it was noted that a hematoma had formed on the aortic root. This was a new finding from the baseline screening prior to the ablation. The physician decided not to procedure with the watchman placement. The patient was sent for a CT scan and cardiac surgery was consulted. No immediate intervention was needed, and patient remained at the hospital for monitoring. The device is not expected to return for analysis. It was further reported that no intervention for the aortic dissection was performed. It was reported that a difficult anatomy was noted, difficulty/resistance felt when tracking the rf wire up/dropping down onto the septum. Tenting was observed and crossing the septum was tried 3 times, which radio frequency was applied each time. No error or alert was given. It was confirmed that the wire was protruding from the dilator prior to crossing. No damaged noticed on the distal wire end. The cable was not replaced. No excessive force was applied during transseptal crossing. The farawave device was discarded.

Event description:
The patient experienced hematoma. During a farawatch procedure, a farawave was selected for use to treat an atrial fibrillation. The physician attempted to cross the septum with a non-boston scientific sheath and versacross rf wire, when he noted that the septum was challenging to navigate. The septum was visualized using a 2d ice catheter and fluoro. The rf energy was applied multiple times to cross the septum and was not successful. On the last attempt, the physician was able to cross the septum and gain left atrial access. The dilator was exchanged for the farawave catheter, and the physician proceeded with his ablation procedure using farapulse pfa. It was ablated the veins and used 48 pfa applications total. Once the ablation was done the cardiac imager was called in to help place the watchman device. Hence, it was noted that a hematoma had formed on the aortic root. This was a new finding from the baseline screening prior to the ablation. The physician decided not to procedure with the watchman placement. The patient was sent for a CT scan and cardiac surgery was consulted. No immediate intervention was needed, and patient remained at the hospital for monitoring. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.